Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2023, it was reported that the patient's infusion set's tubing came apart from the site while the patient got up and preparing breakfast. Therefore, the patient's blood glucose level was 33 mmol/l. The site location was right side of patient's abdomen, and the pump was on the same side. Moreover, the infusion had been used for 3 days. Reportedly, the infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. They were unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 33.2 mmol/l. No further information available.